Event description:
On (B)(6), 2022, this patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After all devices were implanted, a distal type I endoleak in the right leg was identified. An additional contralateral leg endoprosthesis (plc231000j/(B)(4)) was implanted in the right leg. The distal type I endoleak was resolved. The patient tolerated the procedure. On (B)(6), 2022, a follow-up cta revealed a pseudoaneurysm in the distal portion of the right common iliac artery. On (B)(6), 2022, the right internal iliac artery was coil embolized and a contralateral leg endoprosthesis was implanted to extend the right leg to the external iliac artery. The physician stated that the pseudoaneurysm might have been caused by excessive ballooning using gore® molding & occlusion balloon catheter in the contralateral leg endoprosthesis in the initial procedure to attempt to resolve the distal type I endoleak.